Manufacturer narrative:
No discrepant or high bias in tni recovery was observed with any of the whole blood donor samples tested on sob lot w49993. No product deficiency was established. All results of the testing met the release requirement for the device. We have 95% confidence that the devices will demonstrate at least 90% reliability since all devices were well below 0.10ng/ml for tni. As of (B)(6) 2012 there are a total of three complaints against device lot w49993.

Event description:
Customer alleges a potential false positive results with meter. Customer did not have any event specific information and could not provide further details.